Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: after being on for 30 minutes the power and power lamp went off. The power supply was found to be the issue with the device and was successfully connected. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor suddenly went black at the end of the removal process and the power supply was found to be cut off and restored on its own. The procedure was completed using the same device as the issue occurred at the end of the diagnostic lower endoscopy colon procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon "the device turns off" occurred because of a damaged printed circuit (g1) board as a result of corrosion/moisture absorption. Olympus will continue to monitor field performance for this device.